Event description:
Further information was received that indicated during the implant procedure, the patient experienced a coronary sinus dissection with mild pericardial effusion during coronary sinus cannulation. The patient was hospitalized and the outcome was resolved. The status of the lead is unknown at this time and follow-up is unable to provide more information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).